Event description:
It was reported there was excessive drain on the battery of the epg (external pulse generator). Biomed said the cath lab replaces the battery every time it is to be used on a new patient. However, each time they go to replace the battery the original battery is dead. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification.